Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading was 230 mg/dl, which was treated with a bolus. No significant events leading to the alarm were observed. The caller also noted that she had received the first motor error alarm about 3 or 4 months prior, as well as another one, a few weeks prior to the call. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected motor error alarms were noted. The insulin pump passed the displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery and motor tests. The insulin pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.